Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a highest continuous glucose monitor reading of 327 mg/dl for approximately 2.5 hours while using an inset infusion set and a libre 3+ continuous glucose monitor (cgm). The rise occurred after unannounced snacking that was not entered as a meal on the ilet. No adverse clinical symptoms during the event reported. Outcomes included no alerts or alarms, no treatment beyond routine self-management, and no medical intervention or hospitalization. Investigation included review and user education on proper meal announcement and system use. Investigation of this case revealed no device malfunction and indicated user-related use error associated with a missed meal announcement as the precipitating factor. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.